Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing and elevated threshold was observed on the right ventricular (rv) lead. The physician reprogrammed the device and the patient's status was stable.